Manufacturer narrative:
(B)(4). Unit received with broken motor slide tip. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to broken motor slide tip. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the piston of the reservoir was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.